Event description:
During the laparoscopic bilateral inguinal hernia repair and umbilical hernia repair with mesh, a strap25 securestrap fixation device was opened for use to secure the mesh. While in use, it was noted that the tacks were not deploying correctly, which impeded the ability to appropriately affix the mesh. The securestrap tacker was immediately removed from the sterile field. A new securestrap device was opened and successfully used without further issue to complete the procedure. There was no harm or adverse outcome to the patient as a result of this device malfunction.